Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide correct lot number. Device return status/follow up.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The strand has frayed and broke. No patient consequence reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbq766-eh7228h and no non-conformances were identified.